Event description:
Additional information received indicating that the patient is again seen with low impedance and there is concern from the physician that the vns lead is broken. X-rays were noted to be taken and reviewed by the physician. Assessment notes stable vagal nerve stimulator with no areas of fraying or discontinuity. The patient underwent lead replacement surgery and the lead was discarded.

Event description:
Generator was received for analysis. Product analysis for the generator was completed and approved. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. With the pulse generator case removed and the battery still attached to the pcba, the battery measured 2.94 volts (ifi range 2.74v - 2.41v), an ifi=no condition. A visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, a postburn electrical test was performed and passed. Medwatch MFR # 1644487-2019-02057 houses the generator premature end of life allegation. No additional information has been received to date.

Event description:
It was reported that a patient was interrogated and low impedance and was referred for a battery replacement. Notes mention the low impedance and battery status and state that the vns rep recommended x-ray of chest and neck. It was noted that these were normal with no connection issues. Implant and warranty registration card received indicating the patient underwent prophylactic generator replacement. Regarding the reason the lead was not replaced, was that the surgeon noted that the previous device also had a low impedance reading. Per the physician and surgeon, the patient was well-controlled with the low impedance reading. They did not want to replace the lead. Since it was noted surgeon stated previous device had low impedance this is taken to mean the explanted generator as this was the patient's first and only device. The explanted generator has not been received for analysis to date.